Manufacturer narrative:
(B)(4). The insulin pump had a blank display due to moisture damage on the electronics. Analysis was unable to perform the idle current test, current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, or displacement test, or verify the low battery alarm due to blank display. The insulin pump was received with a cracked display window, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump was received without the original battery cap. However, a test battery cap does twist into the battery tube threads and remains in place.

Event description:
The customer reported via phone call that their insulin pump was not holding a charge. Customer stated the device is cracked where the battery screws in and the battery cap is not screwing securely. The customer¿s blood glucose level was not provided at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis